Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that their microscope shut down on its own. Additional information was received indicating the event occurred several times during surgery. The microscope was switched out to complete each case. There was no patient harm.